Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned, an eval could not be performed, and the complaint could not be confirmed. Results: a lot history record review could not be completed since the lot number could not be obtained. (B) (4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the om-9000s maquet logo piece popped out when the flex arm was tightened. The surgeon put the logo plate back in, and it popped out again, several times. No replacement was used to complete the procedure, as the surgeon just continually put the logo back in. There is no pt effects. The reporter followed up and confirmed that the product is not returning and the lot number is unk.